Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and no errors were observed. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Opened unit,passes interior inspection..performed receiver download with main board separated from ui-u1 the receiver download contains 'reboot receiver' and 'screen recoverable error alarm' events related to complaint. Functional test could not be performed due to continuous initialization receiver download cannot be performed with receiver in this state the reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.